Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system was exhibiting high impedance measurements. The patient had reproducible noise at all three vectors. Electrode fracture was suspected. Subsequently, a revision procedure was performed and the s-ICD system was explanted and replaced. No additional adverse patient effects were reported.